Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket infection with sepsis syndrome. Blood cultures growing with staphylococcus aureus bacteremia was also noted. Furthermore, the patient had developed wound dehiscence with some bloody drainage. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.